Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers failed to lock and unlock. A field service engineer replaced the drawer sensor and latch sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system had drawer failure, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.